Event description:
Device was not working properly. It starts working and stops along the line.myosure xl was used but noted to be only suctioning in fluid and not tissue. A second myosure xl was then inserted and the same thing noted. A separate myosure machine was then utilized and the same issue persisted.